Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophageal dilatation procedure performed on (B)(6) 2013. According to the complainant, while a cre balloon was being inflated in the esophagus using the device, the needle on the gauge of the device stopped moving around 0.2 to 0.3 and the device was unable to work properly. No pre-operation performance check was done. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination revealed that there was a crystalline substance most probably contrast/saline blocking the bottom of the syringe and also completely occluding the y body up to the gauge. When attempts were made to inflate the unit fluid could not be aspirated into the syringe barrel therefore the device could not be pressurized and the gauge needle would not move. This crystalline substance was dissolved by aspirating hot water repeatedly through the device and leaving the hot water in the device overnight to dissolve the substance. The syringe assembly was tested with the returned stopcock and extension tube and was pressurized to 10atm with 35ml of sterile water for 30 seconds. No leaks were noted during this test. The gauge needle functioned as intended after the y-body was unblocked. However, the blockage found in the y-body up to the gauge would have prevented the gauge from registering the correct pressure during the procedure causing the gauge to inaccurately. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and directions for use (dfu) showed the device was used according to its label. The reported event of gauge reading inaccurate was confirmed. The blockage found in the y-body up to the gauge would prevent the gauge from registering the correct pressure during the procedure. The most probable root cause of this event is operational context. When the contrast medium/saline blockage was dissolved, no issues were noted during the functional testing of the complaint device. If the contrast/saline solution is held in the device for an extended period of time the saline can start to crystallize and block/occlude the unit. This can lead to difficulty drawing a vacuum, a blockage in the y body or syringe line would mean that there would be difficulty in pressurizing the device hence the gauge needle would not move, performance of the device was limited.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophageal dilatation procedure performed on (B)(6) 2013. According to the complainant, while a cre balloon was being inflated in the esophagus using the device, the needle on the gauge of the device stopped moving around 0.2 to 0.3 and the device was unable to work properly. No pre-operation performance check was done. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.